Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod longer than 48 hours. The patient received an alarm while trying to give a bolus. When the patient removed the pod they reported the cannula was visible and properly inserted into the infusion site however, the pink slide had not moved forward indicating a needle mechanism failure had occurred. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.